Event description:
It was initially reported on (B)(6) 2014 that the patient said she not had any adverse reactions but did not know if she had been using it to the fullest potential. During the 2 years she had her interstim, the patient was taking a medication that caused her to have 3 broken teeth within one year. The patient stopped taking the medication and wanted to see if she could try the therapy again and see if it would work better. When the patient changed the batteries, it wasn't working right. Patient services asked if the patient's symptoms were ever helped since implant and the patient said she was not sure, she was discouraged. The representative told the patient around the time of her implant, that if it helped 50% or better then it was worth it. The patient said it wasn't working right now the warranty ended after one year. The patient got the best relief when she took the strongest medicine but it ruined her teeth. Patient services realized the patient was talking about the patient programmer not working and reviewed: we want her to have working equipment. If patient programmer is not functioning we have a repairs department. Patient services asked if the patient tried changing the batteries in the patient programmer and asked what happened, did the screen light up? The patient said no. The patient said "this has been a 30 year rap for me", meaning she had urinary symptoms for 30 years. The patient said her bladder was not prolapsed, there was no disease process, the nerves are touchy...."as soon as I turn the key in my lock". Additional information was received from the healthcare provider on (B)(6) 2015 which noted there was not a 50% or greater symptom reduction. Regarding which components were involved in the event, there was a question mark. Per the healthcare provider: the patient stated device not working at all. Regarding troubleshooting or actions taken, it was noted that the patient called the manufacturer. Regarding if the event cause was determined, and if it was device related, there was a question mark. The patient had not been seen in the office since. Regarding how the patient was doing now, there was a question mark. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va005rs, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).